Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo and one image was provided for review. In the first film, the catheter has fractured. A short segment remains connected to the port. The distal segment has migrated a short distance toward the right heart. The photo shows a partial view of the catheter into two segments. The edges of the break are uneven. The device is noted to be bloody. Therefore, the investigation is confirmed for the reported fracture, suction issue, difficult to flush, fluid leak and identified material separation, migration issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a 53-year-old male patient underwent port placement procedure using an MRI power port through the axillary vein, positioned at the upper border of t7. Post port placement on (B)(6) 2025, allegedly no blood could be return from the port. It was further reported that patient felt a tingling sensation under the skin and the pigtail catheter was removed by vascular surgery. Additionally, there was an irregular in flushing was reported. The current status of patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a 53-year-old male patient underwent port placement procedure using an MRI powerport through the axillary vein, positioned at the upper border of t7. Post port placement on (B)(6) 2025, allegedly no blood could be return from the port. It was further reported that patient felt a tingling sensation under the skin and the pigtail catheter was removed by vascular surgery. Additionally, there was an irregular in flushing was reported. The current status of patient was unknown.